Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the dilatation in the moderately calcified superficial femoral artery, the fox sv ruptured at 6 atms during the first inflation. There was no adverse pt effect. There was no additional info provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.